Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, received a high glucose alert on the pump, and dismissed the alert through the notifications menu after guidance; the highest reported glucose was 307 mg/dl, trending down to 290 mg/dl during the call, with no occlusion alerts and no replacement of the infusion set at that time. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of back-up therapy. Investigation included customer counseling on alert management and monitoring guidance. Investigation of this case revealed no device alarms indicative of delivery failure and no confirmatory evidence of device malfunction, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.